Manufacturer narrative:
The customer reported the head of the compella bed would not raise and caused harm to the patient. The intensive care unit (ICU) nurse stated the patient desaturated and a rapid response was initiated. Staff climbed on the bed to the lift the patient up and proceeded to perform manually ventilation and suction to stabilize the patient. The nurse stated a technician called and instructed another staff nurse how to correct the problem and afterwards the bed worked appropriately. The nurse indicated it was user error and the medical surgical and ICU staff may need an in-service on use of the bed. The following additional information was obtained from the ICU nurse. The patient in this event was an approximately 600 lb. Female who was mechanically ventilated. The head of the bed had been lowered so staff could clean the patient following a bowel movement. After completing their task, the nurses attempted to raise the head of bed, but there was no response, and the head of bed function would not activate. During this time, while trying to raise the head of the bed, the patient desaturated to 30-40% and was decompensating quickly. The nurses placed a sheet behind the patient to elevate her and began manually ventilating the patient until her spo2 stabilized. The patient was then elevated using multiple comforters and pillows until the bed was inspected/repaired. No additional information was provided. The compella¿ bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb. And 1000 lb.). The device instructions for use (IFU) state the following to retract or extend the patient surface and bed frame: raise the siderails and press and hold the width retraction/extend control until a single beep is heard and control indicator turns green. If the bed does not reach the fully extended/retracted position, a continuous triple beep will sound, and controls will flash amber. Per the IFU, ¿err 6 will flash on the caregiver control pod (and display ¿fully expand or retract bed width¿) until the bed is fully extended or fully retracted. Fully extend or fully retract bed width to clear the err 6 code and silence the triple beep. Once the bed is fully extended or retracted, the control¿s indicator will come on green and a single confirmation beep will sound. Note: if the bed is not fully retracted or extended, you will not be able to raise the head of the bed; you will only be able to lower it. The hillrom service technician inspected the bed, and an error 6 was noted. The technician fully extended the siderails to clear the error and the bed functioned as designed. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on may 16, 2022.¿ it is unknown if the facility performed any other preventative maintenance on this bed.¿¿ in this event, although the patient¿s oxygen level was clinically below normal range and the change was temporary, the event was life threatening, concluding a serious injury occurred in this case. The patient required medical intervention (manual ventilation and suctioning) to preclude permanent impairment of a body function or permanent damage to a body structure. There was no device malfunction identified during inspection of the bed by hillrom. The initial desaturation event was likely multifactorial due to patient¿s habitus and positioning during cleaning. The event of desaturation was probably associated with the patient¿s ongoing clinical decline and need for medical intervention; use error (not fully extending siderails resulting in the inability to raise the head of the bed in a timely manner) at the time of the initial clinical decline possibly contributed to the desaturation event. Prevention of this type of event are outlined per the IFU as noted above.

Event description:
The customer reported the head of the compella bed would not raise and caused harm to the patient. The bed was located at the account. This report was filed in our complaint handling system as complaint# (B)(4).